Event description:
It was reported that during interrogation the device was unable to interrogate after multiple attempts. Multiple programmers were used without any success. Magnet was applied to the device without magnet response and was unable to communicate with the device. The physician explanted and replaced the device. The patient was discharged in stable condition.

Manufacturer narrative:
Final analysis found premature battery depletion with no telemetry in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was cut open for further analysis and high current on the hybrid was found. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
New information received indicated that the device was at end of life.